Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm (air in set/line) due to an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting it was determined that there was an open clamp on an unused supply line. The patient stated that they always leave the unused line clamp open. The technical service representative explained the clamps should be closed on unused lines, and reviewed proper procedures with the patient. The technical service representative assisted with ending therapy and advised that the patient can finish therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.